Event description:
It was reported that stent inadequate apposition, balloon rupture and difficulty removal occurred. An express sd renal/biliary stent was advanced for treatment. However, during balloon expansion, the balloon ruptured and was not able to be removed from the stent after many tries. The stent was only expanded on the distal tip. Both the stent and balloon are still in the patient. Intervention is planned to remove both the stent and balloon. No further complications were reported.

Manufacturer narrative:
(E1) initial reported title, first name and last name: updated to dr. (B)(6).

Event description:
It was reported that stent inadequate apposition, balloon rupture and difficulty removal occurred. An express sd renal/biliary stent was advanced for treatment. However, during balloon expansion, the balloon ruptured and was not able to be removed from the stent after many tries. The stent was only expanded on the distal tip. Both the stent and balloon are still in the patient. Intervention is planned to remove both the stent and balloon. No further complications were reported.

Manufacturer narrative:
D4 updated from unknown: 1. Model number/catalog number. 2. Lot number. 3. Expiration date. 4. Unique identifier (UDI) #. Device was evaluated by MFR. Returned product consisted of an express ld balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the shaft is separated 29.7cm from the tip. There is tool marks on the shaft near the separation. The shaft is stretched 6.5cm from the tip. The balloon is torn circumferentially 2cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage that may have contributed to the reported event.

Event description:
It was reported that stent inadequate apposition, balloon rupture and difficulty removal occurred. An express sd renal/biliary stent was advanced for treatment. However, during balloon expansion, the balloon ruptured and was not able to be removed from the stent after many tries. The stent was only expanded on the distal tip. Both the stent and balloon are still in the patient. Intervention is planned to remove both the stent and balloon. No further complications were reported.